Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 1999 and mesh was implanted due to pop. It was reported that following insertion that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and a mesh was implanted concurrently with laparoscopic extensive lysis of adhesions and laparoscopic mccall¿s culdoplasty. It was reported that the patient underwent second look laparoscopy with lysis of adhesions on (B)(6) 1999. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.